Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while wearing the pod on the arm longer than 48 hours. Symptoms reported include blurry vision, difficulty standing, loss of balance and pain. The patient was diagnosed with pancreatitis and enlarged liver. The patient was treated with "pain shots" for pancreatitis. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hyperglycemia, pancreatitis and enlarged liver. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.